Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show a fractured outer sheath. The sample was returned for evaluation, and the stent graft was found partially deployed while the outer sheath was fractured which leads to confirmed results. There was no indication of manufacturing deficiency. Based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for sheath fracture and partial deployment of the stent graft. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. Regarding indication for use, the IFU states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". The IFU also states that "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the subclavian artery via the common femoral artery access, there was allegedly a difficulty in advancing/tracking the stent through the anatomy to the target lesion. It was further reported that while advancing the delivery system, the proximal end of the catheter allegedly broke. Furthermore, the stent was allegedly difficult to be deployed. Moreover, the stent graft was found partially deployed while the outer sheath was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the subclavian artery via the common femoral artery access, there was allegedly a difficulty in advancing/tracking the stent through the anatomy to the target lesion. It was further reported that while advancing the delivery system, the proximal end of the catheter allegedly broke. Furthermore, the stent was allegedly difficult to be deployed. Moreover, there was allegedly a difficulty in removing the delivery system over the guidewire through the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the subclavian artery via the common femoral artery access, there was allegedly a difficulty in advancing/tracking the stent through the anatomy to the target lesion. It was further reported that while advancing the delivery system, the proximal end of the catheter allegedly broke. Furthermore, the stent was allegedly difficult to be deployed. Moreover, the stent graft was found partially deployed while the outer sheath was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show a fractured outer sheath. The sample was returned for evaluation, and the stent graft was found partially deployed while the outer sheath was fractured which leads to confirmed results. Based on provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for sheath fracture and partial deployment of the stent graft. A definite root cause for the reported event could not be determined. The intended use of the device was off-label. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding anatomy the instructions for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. Regarding indication for use, the instructions for use states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". The instructions for use also states that "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.